Manufacturer narrative:
B3: date of event is best estimate not actual date. H3: analysis of the device found that the device had a broken cable connector and pcba board had to be replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during open thyroid procedure, abnormal signal occurred automatically when not using bovie or probe. There was also noise with bipolar, harmonic, thunderbeat energy devices. There was patient interface fuse fault detected displayed even after new fuses where replaced. There was no patient impact.